Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was also reported that the patient underwent a surgical procedure on (B)(6) 2009 and perigee was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion of the mesh, the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that on (B)(6) 2009 the patient underwent a third implant, coloplast: aris midurethral sling. It was further reported that on (B)(6) 2009 the patient underwent removal of mesh exposure due to mesh exposure in anterior vaginal wall. (B)(4) - urinary problems; bowel problems; undefined recurrence; dyspareunia; neuromuscular problems; mesh exposure.